Event description:
Boston scientific received information that this implantable transvenous defibrillation lead has exhibited gradually increasing pacing impedance measurements for the past 3 years. Recently, it was noted that the pacing impedance for this lead was out of range at 2700 ohms. Thresholds and sensing were both noted to be adequate, therefore the physician elected to continue to use and monitor the lead with no remedial action taken. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
This lead has not yet been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the lead was explanted in pieces and the distal coil of the lead remains surgically abandoned, fixated to the rv apex. The explanted pieces will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that high threshold measurements and chronic high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. The physician may consider lead replacement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that lead replacement was postponed due to the patient's non-device related health condition. Lead replacement may be scheduled for an unknown date in the future.